Event description:
The reporter contacted animas on (B)(6) 2012, reported that when the history was checked every night, they noticed a lot of zero bolus at random times. The reporter stated that the pump was locked all day and the bolus history showed 15-20 zero boluses and everything is done from the meter but the ghost bolus are shown from the pump. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history showed several 0.00 unit boluses had occurred. The pump was exercised for 24 hours with no unprogrammed boluses occurring during testing. During investigation, a 10 unit bolus and a 10 unit audio bolus were both successfully performed and accurately recorded in the pump history. There were no keypad defects found on investigation. There was no functional defect found with the pump; the complaint could not be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.